Event description:
After a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis ctc system. The pt had a follow up visit and the physician noticed a rectal fistula had occurred. The pt was treated with a colostomy and suprapubic tube to allow the fistula to close. No further treatments or complications were reported. Pt status is reported as stable.